Event description:
Per the clinic, the patient experienced non auditory response. The results of a MRI indicate a partial insertion of the electrode array in the cochlea along with damage to multiple electrodes.the patient was explanted (date nor reported), and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2009, during the same surgery the patient was re-implanted.(B)(4). Device not returned as of 08/30/2010.

Event description:
It was reported to boston scientific corporation that a zero-tip basket was used during a right percutaneous ultrasonic lithotripsy on a female patient (patient identifier and weight not given). According to the user submitted medwatch (B)(4), the physician placed the kidney stone basket through the scope to retrieve a stone. At the time he was attempting to withdraw the basket, it became "stuck." He was able to finally pull back on the guide wire to remove the basket that was attached to the end. When he pulled the wire out from the top of the scope, the basket was missing and it appeared to have pulled off the end of the guide wire. The basket broke from the end of the guide wire intraoperatively. He used another basket to remove the stone. Then when he withdrew, he withdrew the operating scope in full and noticed that this basket was also loose at the connection to the guide wire. This was done externally to the patient. The first basket could not be located under fluoro examination although the physician performed a thorough examination of the area. The physician does not feel that it was retained, given he could not visualize it within the surgical environment. Please note: this report pertains to the first of two devices. Ref: 3005099803-2010-03681.